Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number ip-00604242/1-108dkdn. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast prosthesis implantation procedure with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral ptosis with asymmetric scarring and left side deflation, post-operatively. As a result, the patient underwent capsulorrhaphy and bilateral removal and replacement with two 425cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor asr reference number ip-00604242/1-108dkdn